Manufacturer narrative:
D1 brand name, corrected data: initial report inadvertently listed wrong brand name. D2 type of device, corrected data: initial report inadvertently listed wrong device name. D6 implant date, corrected data: initial report inadvertently listed wrong implant date.

Event description:
Patient present with high impedance and an increase in seizures, so x-rays were performed. It was also noted that the patient was referred for a lead revision. The noted x-rays have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.